Event description:
Name of procedure being performed: lap chole limited information available at the time of the report. The bag was inserted to remove the gallbladder, the bag detached before the specimen was placed in the bag. There was no patient injury. The device is available for return. Additional information was received via email on 14jan2021 from [name]: the procedure was completed using the same bag. The bag completely fell off the prongs. The tips of the prongs were exposed. It is unknown if there were multiple attempts to advance the actuator. The bag fell off the prongs during specimen insertion. There are no photos available, but the product has been set aside. Patient status: no patient injury type of intervention: used the same bag

Manufacturer narrative:
The event unit returned to applied medical for evaluation without the tissue bag and cord loop. As the tissue bag was not returned with the event unit, engineering confirmed that the bag had separated from the supports. No other non-conformances were observed with the returned event unit. Based on the evaluation of the event unit and description of the event, it is possible that the tissue bag fell off the supports due forces that were applied to the tissue bag when the bag was unrolled in preparation for specimen removal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. Limited information available at the time of the report. The bag was inserted to remove the gallbladder, the bag detached before the specimen was placed in the bag. There was no patient injury. The device is available for return. Additional information was received via email on 14jan2021 from [name]: the procedure was completed using the same bag. The bag completely fell off the prongs. The tips of the prongs were exposed. It is unknown if there were multiple attempts to advance the actuator. The bag fell off the prongs during specimen insertion. There are no photos available, but the product has been set aside. Patient status: no patient injury. Type of intervention: used the same bag.